Event description:
Incident happened in the pulmonology department on (B)(6) 2021. Involving a male patient. We observed a leak at the level of the patient's penis. The catheter was the correct size. We observed a urine leak in the patient's bed. As consequence, we removed the catheter from the patient. Additional information: there was no patient injury. The balloon was checked it was not deflated the leak did not come from the connector but at the level of the exit from the penis. The catheter was inserted for drainage. The patient was not re-catheterized.

Manufacturer narrative:
Qn #(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted, and an investigation was based on document review. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Incident happened in the pulmonology department on (B)(6) 2021. Involving a male patient. We observed a leak at the level of the patient's penis. The catheter was the correct size. We observed a urine leak in the patient's bed. As consequence, we removed the catheter from the patient. Additional information: there was no patient injury. The balloon was checked it was not deflated the leak did not come from the connector but at the level of the exit from the penis. The catheter was inserted for drainage. The patient was not re-catheterized.